Manufacturer narrative:
Product complaint # (B)(4). Corrected information: brand name. Additional information: concomitant medical products. Evaluation: representative samples returned to support investigation of multiple device issues captured in reports 2210968-2019-82354, 2210968-2019-82355, and 2210968-2019-82357. Analysis results have been included in follow-up reports for each. An opened box with ten unopened samples of product were returned for evaluation. The complaint sample was not received. During the visual inspection of ten unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined the strand with no defects, or damage observed. A functional test was performed and the pull force was above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the samples received, no suture needle pull off was found, and the tested samples met the finished goods requirements.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2019 and suture was used. During the procedure, the suture pulled off the needle at the swage with minimal pull-force. The procedure was finished with like product. There were no adverse patient consequences. No additional information was provided.